Manufacturer narrative:
The customer has been provided with replacement quik-combo electrodes. The device was not returned for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report their quick-como connection wires were frayed. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.